Event description:
Procedure: vats. Reportedly, the stapler could not be fired during the vats bleb. This led to the surgeon electing to open the patient to finish the procedure. There was no injury to the patient reported.